Event description:
The consumer reported a false negative result with the covid-19 at-home test performed on (B)(6) 2022. On (B)(6) 2022, the consumer had a pcr test and the result was positive. On (B)(6) 2022, the consumer performed a covid-19 at-home test and the result was negative. On (B)(6) 2022, the consumer performed another covid-19 at-home test and the result was negative. The consumer stated they never had any symptoms of covid-19. No other information can be provided. No additional information about treatment and outcome was provided.

Manufacturer narrative:
The case was sent to the manufacturer for investigation. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr). A negative result 5 days after the positive pcr result cannot be considered a false negative. In general, potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity.